Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0605420 port and catheter experienced a suction issue. This report came from one source. Of this event, the device was used on the patient with no reported injury. The female patient¿s weight and age were not provided. The 0605420 port and catheter was not returned to the manufacturer.